Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Alleged failure: blurry. The failures identified in the investigation is consistent with the complaint record. The probable root causes could be rough handling during sterilization and or product transport. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.